Manufacturer narrative:
Per the user guide: the default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent auto-off safety alarm occurred. Customer's blood glucose was 207 mg/dl. Customer reviewed pump data and found that the customer had not interacted with the pump for 12 hours which triggered the auto-off safety alarm. Tandem technical support educated the customer about the alarm; customer acknowledged information.